Event description:
A customer reported that the unit of measurement setting of their freestyle flash meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Tested returned unit. The meter has been confirm to exhibit the memory overwrite malfunction. No manufacturing parameters found out of spec. Did not observe battery icon or booklet icon while strip was inserted. Uom was selectable and was rec'd a mg/dl. 0806 errors were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa 05/16/06. Letter.